Manufacturer narrative:
Based on the claim against the product by the customer noting the fragment fell on the patient, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the images provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer and the following additional information was provided: in the first image, the force bipolar instrument was seen with one side of the jaws broken off. The broken half of the jaw and some black fragments were retrieved from the body cavity are seen lying next to the instrument. Based on the images, cde cannot determine a root cause and requested that the instrument, as well as the retrieved fragments, be returned via RMA for further analysis. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the jaws of the force bipolar broke in two when grasping tissue and fragments fell into the patient`s abdominal cavity. The operation room (or) staff also contacted the technical support engineer (tse) to report one side of the force bipolar instrument broke off inside of patient. The or staff stated they were able to recover the largest piece of the instrument jaws and a small black plastic piece, but they are concerned that more pieces may still be inside the patient. The customer installed a backup instrument and continued with the procedure as planned.